Event description:
It was reported that the patient had to seek medical attention at the emergency room (ER). The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. The patient did not provided symptoms, how they were treated for the issue or the duration of the medical event. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.